Manufacturer narrative:
No additional information at this time. When additional information is received, it will be reported as required.

Event description:
It was reported that the image quality on the 2600 is poor. There was no report of patient injury.